Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, a hematoma at access site was noted. The hematoma at insertion site caused pain and discomfort. The patient was going to interventional radiology (ir) to assess surgical site hematoma. No additional information was provided. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported access site bleeding - major has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the access site bleeding - major could not be determined.